Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. Noise could not be programmed around. Lead revision was discussed. No intervention was performed. The patient did not experience any adverse consequences during the event.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces, the connector portion measuring 13.6cm and the middle portion measuring 12.2cm. External insulation abrasion was noted from 7.6cm to 7.8cm consistent with friction to another device or patient anatomy. The etfe coating was intact.

Event description:
New information received on (B)(6) 2018 indicating that the right ventricular lead exhibited lead fracture, externalized conductors, and oversensing noise. The patient presented for lead revision procedure. The lead was unable to be explanted due to the externalized conductors. The lead was capped on (B)(6) 2018 and was replaced successfully. The patient was stable throughout the procedure.

Event description:
New information received on (B)(4) 2019 indicating that the right ventricular lead also exhibited low impedance.